Manufacturer narrative:
The pump powered up properly, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 11 mmol/l. The battery cap was changed before. Customer's mother was advised to call the hospital in regards to receiving a new device. The device isn't being returned for analysis.